Event description:
It was reported that a flogard infusion pump presented an air in line alarm. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the air in line alarm, confirming the reported condition. The cause of the air in line alarm was determined to be an out of calibration air sensor. To correct the issue, the air sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.